Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the account was attempting to use an external pulse generator (epg) on a patient, but the device would not capture. Upon further inspection, the ventricular connector was missing, and was thought to have been previously broken. Another epg had to be used, and the first epg was expected to be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment the device would not capture. Output connector assembly is broken. Confirmed customer comment the ventricular connector was pushed inside of device. Output connector assembly is broken. Hanger assembly is broken. Failed incoming functional test "atrial pace pulse noise", main printed circuit board is out of specification electrical. Upper case is broken. Display wire is pinched, wire insulation is not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.